Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Contact was unable to provide any additional information regarding the event as they were not with the customer at time of call to tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.